Event description:
Catheter broke off from hub of peripheral intravenous catheter (angiocatheter) during insertion attempt, leaving catheter inside patient's arm. The hub of the angiocatheter was removed and the catheter was left under the patient's skin. A small piece of catheter protruded from the skin and was long enough to be grabbed with a tweezer. The catheter was completely removed from the patient with ease.